Manufacturer narrative:
(B)(4) section d4: complete device identification information was requested but not provided by the healthcare facility. Section h11: method: the healthcare facility reported that the subject mr290v vented autofeed humidification chamber provided as a part of an rt385 adult dual heated evaqua2 breathing circuit was not available for return to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the information and photographs provided by the healthcare facility and our knowledge of the product. Results: review of the provided photographs confirmed the presence of a horizontal crack near the base of the mr290v vented autofeed humidification chamber. Conclusion: based on the information provided by the customer and without the return of the subject device, we are unable to determine the exact cause of the reported fault. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the rt385 adult dual heated evaqua2 breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A healthcare facility in china reported that an mr290v humidification chamber provided as a part of an rt385 adult ventilator circuit dual heated with evaqua technology was found cracked and leaking air during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: device identification details were not received. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that an mr290v humidification chamber provided as a part of an rt385 adult ventilator circuit dual heated with evaqua technology was found cracked and leaking air during patient use. There was no patient involvement.